Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included irregular menstruation, paratubal cyst and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, vaginal infection, vaginal discharge, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure coils placed bilaterally with less than one whole coil vis in cavity on each side. Hsg was not done. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Reporter information. Patient race, medical history, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included irregular menstruation, paratubal cyst and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 for birth control. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, heavy menstrual bleeding, vaginal infection, vaginal discharge, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure coils placed bilaterally with less than one whole coil vis in cavity on each side. Hsg was not done. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, vaginal infection, vaginal discharge, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: patient problem code amended. No new follow-up information was received from the reporter. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, vaginal infection, vaginal discharge, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Previously reported event "injury" was updated to dysmenorrhea (cramping). Events : dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), vaginal infections, vaginal discharge, vaginal infections, vaginal discharge,plaintiff did not undergo essure confirmation test were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.